Event description:
The reporter contacted animas on (B)(6) 2012 stating all keypad buttons were unresponsive. The keypad was reportedly worn but intact. It was reported that the keypad button symbols were worn off. The reporter claimed that during a routine battery change, corrosion was found in the battery compartment. The reporter denied any recent trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the up and down button are intermittently responsive. There was no visible damage to keypad, which was removed: contamination was found under the up, down, and contrast contacts. Unrelated to this complaint, the pump failed a leak test with a battery compartment crack. The pump was opened and moisture was found in the case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.